Event description:
This is a report of a patient who had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient had a break in aseptic technique, described as the patient did not wash their hands prior to performing pd therapy. As a result, the patient experienced peritonitis and was hospitalized for the event. The patient began treatment with unspecified antibiotics. The patient was later discharged and was treated with unknown antibiotics for one week following discharge. Pd therapy was ongoing. The patient was retrained on proper aseptic technique and has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.